Event description:
It was reported that a spectrum iq infusion pump did not alarm that "ivfs" (IV fluids) were not properly running during an unspecified process step. The patient's blood glucose dropped associated with this event and was corrected using a new pump. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not alarm that IV fluids were not properly running" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 40.417 and passing error percentage of 1.0425%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.